Event description:
On (B)(6) 2009, the lay user/patient contacted lifescan alleging the one touch ultralink meter was missing segments on the display. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. Based on the issue, which started at 4 pm on (B)(6), the patient self-administered 4 extra units of insulin at 6 pm. The patient mentioned he felt tired after eating that evening. This complaint is being reported because the issue was not resolved through troubleshooting. The patient's symptoms was not necessarily related to diabetes and is not indicative of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.